Event description:
The anesthesiologist believes this unit may have caused subcutaneous emphysema (bumps under the skin near neck area) no location of the neck provided. Allegedly, this happened on two different patients. No known after effects on the two patients at this time were reported.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.